Event description:
On (B)(6) 2012, patient reported the check button on the infusion device does not function correctly and has to be pressed hard to respond. This was first noticed 1 week ago, and all other buttons continue to function as intended. She also reported the protective rubber is wearing off; she is unable to see the baseplate and the rubber is not torn. The check button does not produce an audible sound when pressed. The infusion device was not dropped in the past 48 hours. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.